Event description:
An internal review revealed that this product was removed for infection and discarded by the hospital. The device was part of a system removed for infection. Please reference philos ii dr-t, sn: 75725319, MDR# 06-0064 for additional information. A new system was implanted at a later date.